Event description:
IV abx infused on pt, should have infused 100ml from 100ml bag, upon completion of infusion rn found approx 50ml remaining in IV abx bag. Pump checked to verify proper programing in IV abx bag. Pump checked to verify proper programing. IV pump states 103ml infused at completion. Pump pulled from room and sequestered, house supv notified. Biomed order entered, house supv took pictures and completed paperwork and tagged pump.